Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
When the power module box was opened, it was observed that the equipment arrived without the patient cable and without the battery reservoir cap. There were no patient consequences and the device would not return. A loan was obtained from another center.